Manufacturer narrative:
One used catheter was received for evaluation. There was no obvious signs of damage, however, when submerged under water for a leak test, leakage was found on the proximal side of the cuff. Under magnification, two tears were observed on the cuff, just distal of the proximal collar. Complaint is confirmed with unknown root cause. All information reasonably known as of 17 dec 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 26 nov 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4).

Event description:
It was originally reported that the cuff would not hold pressure. It was unknown if there was patient involvement. Per additional information received 15 nov 2019, the problem occurred during use on patient. The microcuff was replaced with a new one. Thee was no patient injury.